Event description:
Per the clinic, the patient experienced inflammation, swelling and fluid accumulation around the implant site. Subsequently, the patient has hospitalized for approximately two weeks (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.